Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumers mother reported her daughter had the string break during removal and the tampon remained inside. Her daughter was unable to remove the tampon and had to visit the emergency room for assistance with removing the tampon. Her daughter is doing fine.